Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) the full lead was returned, analyzed, and the helix was disengaged from helical channel.

Event description:
It was reported that at the implant, the physician tested the screw mechanism before inserting it into the patient and it worked well. Once inside the patient the screw would not extend. There were multiple tries, but the screw did not extend. The lead was not implanted and replaced with a new one. No patient complications have been reported as a result of this event.